Event description:
The pt contacted lifescan alleging low readings on the device. The pt experienced a headache while testing. The pt visited their physician due to the low readings they had received. The physician's meter read 375 mg/dl and their meter had read 31 and 50 mg/dl. Readings were taken within 10 minutes from one another. The pt was treated with insulin. The technique of applying blood on the test strip was correct. The pt did not have a check strip to test the meter. Customer services found out that the test strips had been opened longer than 4 months and that the pt had been cleaning the meter with alcohol. Cleaning the meter with alcohol and having expired test strips can lead to false blood glucose readings. The owners booklet explains proper cleaning and the test strip literature describes the test strip open vial duration and expiration date. Based on the information provided, this case is being reported as an adverse event, since the pt suffered a serious injury due to use error.